Event description:
It was reported when using the bd vacutainer® edta 2k there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "when the hcp checked the product before use, the cap was found to be loose."

Manufacturer narrative:
Investigation summary: no samples and no photos were returned by the customer in support of this complaint. The 80 retentions were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.